Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx0282 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that wire would not thread and when they went to retract the needle, the needle wouldn¿t retract. The rn stated the wire did thread, but when catheter was advanced and pressed the safety button, it would not retract. Needle retracted once it was pulled out.

Event description:
It was reported that wire would not thread and when they went to retract the needle, the needle wouldn¿t retract. The rn stated the wire did thread, but when catheter was advanced and pressed the safety button, it would not retract. Needle retracted once it was pulled out.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult guidewire advancement was confirmed and the cause appeared to be use-related. The product returned for evaluation was one accucath peripheral IV catheter assembly. The catheter had been advanced and was not returned for evaluation. The safety button was depressed and the needle was fully withdrawn into the housing. The guidewire exhibited curved shape memory near the distal end. A sharp kink was observed in the coil region. Microscopic inspection of the guidewire confirmed a kink in the coil region of the guidewire. The wire was intact. Usage residues were observed. The kink in the coil region of the guidewire prevented complete retraction of the wire into the needle. The kink in the wire was consistent with attempted advancement against resistance, such as into tissue. The usage residues and event description suggested that occurred during device use. A lot history review (lhr) of recx0282 showed no other similar product complaint(s) from this lot number.